Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the handpiece ran by itself. Therefore, the reported condition was confirmed. It was further observed that the machine was not switching off, trigger was defective, motor failed, and bearings and gears were worn out. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the air reamer/drill device was running irregularly and stopped on occasion. During in-house engineering evaluation, it was observed that the handpiece was running by itself, the device was not switching off, the trigger was defective, the motor failed and the bearings and gears were worn out. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.